Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: synergy ous mr 2.75 x 28 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft, and a hypotube break located 65 cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27 may 2019. It was reported that shaft damage occurred. The target lesion was located in the tortuous left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was advanced but very difficult to cross the lesion. The shaft was found damaged after many attempts. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.